Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a 3 mg/dl correction factor instead of a 30 mg/dl correction factor due to user error. Customer experienced a low blood glucose (bg) level of 43-48 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the correction factor to address the event.